Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was hospitalized for the event. The cause and treatment for the peritonitis were not reported. It was not reported if dianeal therapy was ongoing, but it was reported that the care plan was to have the peritoneal dialysis catheter removed and that the patient would most likely be placed on hemodialysis therapy. It was not reported if the patient was recovering or was recovered from the peritonitis. No additional information is available.